Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 216 mg/dl, 24 mg/dl, 216 mg/dl, and 118 mg/dl. Customer also reportedly received the following results the next day on the aviva system within 10 minutes: 320 mg/dl, and 61 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.